Event description:
During evaluation of a colleague infusion pump by baxter (B)(4), a technical service specialist found that this device had an inoperative pumphead module keypad on channel c. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative channel c pumphead module (phm) keypad, specifically a defective stop key, was confirmed by a baxter service technician during evaluation. This root cause of this condition was not identified. The channel c phm keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this device has been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).